Manufacturer narrative:
The manufacturer's investigation conclusion was updated, see below: manufacturer's investigation conclusion: thrombus was confirmed in the evaluation of (B)(6). A direct correlation between the heartmate 3 lvas, serial number (B)(6), and the patient outcome could not be conclusively determined. Additionally, a direct correlation between the observed thrombus and the reported right heart failure could not be conclusively determined. The controller periodic log file contained data from (B)(6) 2019 through (B)(6) 2019. This log file captured the device operating at a set speed of 4800 rpm until (B)(6) 2019 at 19:05:53 pm, when the pump speed was manually changed to 4600 rpm. From the beginning of the log file through (B)(6) 2019 at 18:05:53 pm, the pump power ranged from 3.070 watts to 3.334 watts with an average of 3.195 watts. The next data line was recorded on (B)(6) 2019 at 19:05:53 pm. From this time until the end of the log file on (B)(6) 2019 at 13:05:50, the pump power ranged from 3.005 watts to 3.847 watts with an average of 3.445 watts. An elevation of pump power despite a decrease in pump speed is consistent with increased drag on the rotor. The pump speed remained above the low-speed limit for the duration of the log file. The lvad periodic log file contained data from (B)(6) 2019 through (B)(6) 2019. A sudden increase in pump temperature was noted on (B)(6) 2019 from 46 degrees celsius at 18:08:21 pm to 49 degrees celsius at 19:08:23 pm. From the beginning of the log file through (B)(6) 2019 at 18:08:21 pm, the file showed the pump temperature ranging from 44 to 47 degrees celsius. The next data line was recorded on (B)(6) 2019 at 19:08:23 pm. From this time until the end of the log file on (B)(6) 2019 at 13:08:57, the file showed the pump temperature ranging from 49 to 53 degrees celsius. An elevation of pump temperature is consistent with increased drag on the rotor. The pump speed remained above the low-speed limit for the duration of the log file. Pump was returned assembled with the pump cable returned attached to the pump housing. The pump cable was returned intact and the modular cable was returned with the device. The sealed outflow graft and bend relief were returned attached to the pump cover outlet port. The outflow graft was severed approx. 12¿ from the pump housing. The apical cuff was returned attached to the inflow cannula. Upon disassembly of the returned pump, examination of the blood contacting surfaces of the pump revealed a red, tissue-like thrombus formation that was fully occluding the eye of the rotor and partially extending into each of the rotor¿s vanes. The thrombus formation within the rotor was well-formed but not strongly adhered to the pump¿s blood-contacting surfaces and showed no signs of laminated layering, suggesting that it did not form within the pump. This formation was likely ingested during pump support and would have occluded the blood pathway, contributing to the reported low flow alarms. The origin of the thrombus formation could not be conclusively determined. Based on the deposition¿s lack of adhesion and the log file findings (sudden increase in pump power and temperature), it appeared that it was ingested into the pump on 21jul2019. The exact origin of this deposition could not be conclusively determined. Given that this thrombus formation was fully occluding the eye of the rotor, it would have caused the lack of flow through the pump. The deposition within the pump cover outflow showed no signs of laminated layering and was not strongly adhered to the blood-contacting surfaces. The deposition was not well-formed and appears consistent with poor surface washing due to the interruption in flow. The exact origin of the deposition could not be conclusively determined. The remainder of the blood-contacting surfaces of the returned pump did not reveal evidence of developed depositions or thrombus formations that would have contributed to a flow or functional issue. The device was cleaned, rebuilt, and functionally tested under load conditions. The pump was connected to and operated on an hm3 functional tester (106010-12) according to document 1008014, hm3 lvad calibration and functional test procedure. The device operated as intended and the retrieved data revealed normal pump power consumption and flow estimation that was within manufacturing specifications (see attached hq test data sheet). The heartmate 3 lvas IFU is currently available. Section 1 of this document lists peripheral thromboembolic events and death as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. This section also provides an explanation of all pump parameters, including pump flow. This section explains that device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. An occlusion of the flow path decreases flow and causes a corresponding decrease in power. Pump output should be assessed in this situation. Section 4 "system monitor" provides information about the pump flow display and the low flow hazard alarm. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 6 also lists thromboembolism as a potential late postimplant complication and provides information regarding anticoagulation, including the recommended inr values. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Section 1 of this document lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. It also states ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump.¿ no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: thrombus was confirmed in the evaluation of pump. A direct correlation between the heartmate 3 lvas, and the patient outcome could not be conclusively determined. The controller periodic log file contained data from (B)(6) 2019 through (B)(6) 2019. This log file captured the device operating at a set speed of 4800 rpm until (B)(6) 2019 at 19:05:53 pm, when the pump speed was manually changed to 4600 rpm. From the beginning of the file through (B)(6) 2019 at 18:05:53 pm, the pump power ranged from 3.070 watts to 3.334 watts with an average of 3.195 watts. The next data line was recorded on (B)(6) 2019 at 19:05:53 pm. From this time until the end of the log file on (B)(6) 2019 at 13:05:50, the pump power ranged from 3.005 watts to 3.847 watts with an average of 3.445 watts. An elevation of pump power despite a decrease in pump speed is consistent with increased drag on the rotor. The pump speed remained above the low-speed limit for the duration of the log file. The lvad periodic log file contained data from (B)(6) 2019 through (B)(6) 2019. A sudden increase in pump temperature was noted on (B)(6) 2019 from 46 degrees celsius at 18:08:21 pm to 49 degrees celsius at 19:08:23 pm. From the beginning of the log file through (B)(6) 2019 at 18:08:21 pm, the file showed the pump temperature ranging from 44 to 47 degrees celsius. The next data line was recorded on (B)(6) 2019 at 19:08:23 pm. From this time until the end of the log file on (B)(6) 2019 at 13:08:57, the file showed the pump temperature ranging from 49 to 53 degrees celsius. An elevation of pump temperature is consistent with increased drag on the rotor. The pump speed remained above the low-speed limit for the duration of the log file. Pump was returned assembled with the pump cable returned attached to the pump housing. The pump cable was returned intact and the modular cable was returned with the device. The sealed outflow graft and bend relief were returned attached to the pump cover outlet port. The outflow graft was severed approx. 12¿¿ from the pump housing. The apical cuff was returned attached to the inflow cannula. Upon disassembly of the returned pump, examination of the blood contacting surfaces of pump revealed a red, tissue-like thrombus formation that was fully occluding the eye of the rotor and partially extending into each of the rotor¿s vanes. The thrombus formation within the rotor was well-formed but not strongly adhered to the pump¿s blood-contacting surfaces and showed no signs of laminated layering, suggesting that it did not form within the pump. This formation was likely ingested during pump support and would have occluded the blood pathway, contributing to the reported low flow alarms. The origin of the thrombus formation could not be conclusively determined. Based on the deposition¿s lack of adhesion and the log file findings (sudden increase in pump power and temperature), it appeared that it was ingested into the pump on (B)(6) 2019. The exact origin of this deposition could not be conclusively determined. Given that this thrombus formation was fully occluding the eye of the rotor, it would have caused the lack of flow through the pump. The deposition within the pump cover outflow showed no signs of laminated layering and was not strongly adhered to the blood-contacting surfaces. The deposition was not well-formed and appears consistent with poor surface washing due to the interruption in flow. The exact origin of the deposition could not be conclusively determined. The remainder of the blood-contacting surfaces of the returned pump did not reveal evidence of developed depositions or thrombus formations that would have contributed to a flow or functional issue. The device was cleaned, rebuilt, and functionally tested under load conditions. The pump was connected to and operated on an hm3 functional tester (106010-12) according to document 1008014, hm3 lvad calibration and functional test procedure. The device operated as intended and the retrieved data revealed normal pump power consumption and flow estimation that was within manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient started having low flow alarms in the evening on (B)(6) 2019 and was moved from the step down unit to the cardiovascular intensive care unit. This event occurred post lvad implant during implant hospital visit. Patient was clinically managed for low flow alarms in the cvicu on (B)(6) 2019. Advanced cardiac life support (acls) protocols, inotropes and pressors were given. Chest compressions were performed. Patient expired on (B)(6) 2019 due to suspected right ventricular failure and tamponade per heart failure cardiologist. Physician stated she thought the patient expired due to right ventricular failure. Physician requested a pump analysis to ensure no device related issues can be identified. Physician stated the pump seemed to be operating just fine but will be good to rule out based on pump analysis. Lvad was turned off by vad coordinator following patient expiration on (B)(6) 2019. The pump was explanted on (B)(6) 2019 and an autopsy was performed. The pump was returned to abbott. Analysis of the log file by tech services found persistent low flow events that appeared to be physiological in nature. No additional information was provided.